Event description:
The customer reported that this transmitter will not show all leads, the options are grayed out under lead views. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this transmitter will not show all leads, the options are grayed out under lead views. The customer verified the cns settings, lead wires and electrodes changes on the patient; however, the issue remained. The customer replaced the transmitter and after doing this, the options became available again for lead selection. There was no patient injury reported. Investigation summary: the device with the reported issue was returned for evaluation. The evaluation revealed that the unit had been previously exposed to moisture, there was sticky residue on the center case assembly. The reported issue was duplicated and the root casue was determined to be electronic malfunction in the center case. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: cns: model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: 06/21/2022. Unique identifier (UDI) #:(B)(4). Returned to nihon kohden: no. Additional information: b4 date of this report. D9 is this device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H4 device manufacturer date. H11 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that this transmitter will not show all leads, the options are grayed out under lead views. The customer verified the cns settings, lead wires and electrodes changes on the patient; however, the issue remained. The customer replaced the transmitter and after doing this, the options became available again for lead selection. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not available (n/a) to this report: h4 device manufacturer date. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: cns: model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: 06/21/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no.

Event description:
The customer reported that this transmitter will not show all leads, the options are grayed out under lead views. There was no patient injury reported.